Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the serial number label missing and damage to the system controller¿s black power cable were confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed multiple tears on the outer jacket of the black power lead. It was also observed that the label containing the serial number of the system controller was missing from the controller housing. The damage to the system controller did not impact the functionality of the controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. A log file was downloaded from the returned system controller and the data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, epc, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 12oct2017. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii lvas operating manual (rev. F) and heartmate ii patient handbook (rev. D) explain how to properly care for the equipment, including the controller and the power cables. This document also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. The heartmate ii lvas patient handbook (rev. D) and the heartmate ii lvas operating manual (rev. F) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had cuts on the black power cable and a missing serial number label.